Event description:
A (B)(6) male underwent evar for aaa and right common iliac aneurysm on (B)(6) 2013. The ibd with intravascular stent (B)(4), zenith low profile main body, bridging limb and ipsilateral limb had all been placed in the pt. The dr did the final run and there appeared to be a leak around aortic bifurcation. The dr was adamant that it was a porosity issue with the graft and insisted on relining the bridging limb. This was done with a spiral z limb inside the spiral z bridging limb with the relining stent been placed a little proximal to the existing iliac limb and closer to the ideal overlap. A run was performed and leak still evident. Thorough ballooning was repeated and the next/final run showed no leak. No adverse effects to the pt were reported due to this occurrence.

Manufacturer narrative:
No consequences to the pt were reported. Endoleaks are listed in the instructions for use. Event is still under investigation.